Event description:
The doctor reported a fracture for the abutment screw (uniht), all fractured parts came out of patients mouth, the fractured head was discarded, but the rest of the screw was returned.

Manufacturer narrative:
A titanium hexed uniscrew was returned for inspection. A visual inspection showed small signs of wear on the threads. The screw was fractured at the top of the threads. The screw head was not returned. A since the device lot number was not provided, a device and complaint history record review was not performed. The complaint of a fractured screw is confirmed but a possible root cause for the failure could not be determined.